Event description:
It was reported that the customer had high blood glucose levels (600 mg/dl), and tested positive for ketones. Customer removed the cannula and delivered a four unit bolus and did not see any drops of insulin coming out. Reportedly, insulin was not coming out of the tubing, but when the customer disconnected tubing from luer lock they did see insulin coming out. Cold insulin was used to fill cartridge.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide, "insulin should be at room temperature before filling cartridge." T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater. Pt is (B)(6).